Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery conduit segment artery (rca). A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery conduit segment artery (rca). A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. No kinks or damages were noted with the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material above the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge.